Event description:
The customer reported that the system does not always boot up. It stays in the squares phase.

Manufacturer narrative:
(B) (4). The ge service rep found 5vdc kind of low at c-arm control panel processor. He proceed to readjust to right level, made trials and wait if problem appears again. The following day, the customer claimed for the same 5vdc was low again. He installed a new 5vdc power supply. As the problem persisted, the control panel processor was replaced. After one week, the system locked. As in previous history of this system, the system displayed a generator error messages. Ge offered to replace the monoblock. He installed and calibrated the system. He also detected a problem in the footswitch connector which was also replaced.